Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2012. According to the complainant, during the procedure the tip of the guidewire detached into the patient. The tip came off inside the bile duct, and then quickly passed through the ampulla and into the duodenum. Recovery was not deemed important at that point as the tip was expected to pass naturally. The procedure had been already been completed with the guidewire with no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.